Manufacturer narrative:
Concomitant product: hospira extension set: model 19116-28 and lot 53059ns; therapy date unk. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that they have had several events of leaking at the non-carefusion extension set and maxplus clear connection in the cardiac cath. When a leak is identified the user replaces the non-carefusion extension set and the leaking stops. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.